Event description:
The resident was being pushed in a "rolls" wheelchair, footrests were attached and in use, by a volunteer along a paved walking trail outside the facility. While traveling down a part of the trail that slopes downward all the plastic spokes on the (l) front wheel broke away from the tire. The (l) front wheel collapsed causing the resident to fall out of the wheelchair. He sustained lacerations on the rt forehead, (l) side of the nose, and back of the head. He required ambulance transfer to the ER for treatment and eval. He required sutures to aproximate the laceration on the rt forehead and received a tetanus booster. Later in the evening after returning to the facility he complained of foot pain and the right foot became swollen. Xray of the rt foot was done the next day on 11/7/97.